Event description:
It was reported the pt was not receiving adequate coverage. X-rays were taken and revealed the lead had migrated. During surgical intervention the lead was damaged. As a result, the lead was explanted and replaced. The explanted product will not be returned to sjm. Coverage was regained post-op and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.